Manufacturer narrative:
(B)(4). Insufficient drive of disposable. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a broken set screw on the cpc flex coupler.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, there was insufficient drive to the disposable. It is unknown how the procedure was completed. There were no adverse patient consequences reported.